Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) alarm on the homechoice (hc) during the dwell cycle, while the hp was connected. The hp stated that one of the bags became disconnected. The technical service representative (tsr) had the hp cycle the power in order to clear the alarms. The tsr explained that the hp will need to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported system error 2240 is confirmed as the patient indicated that one of the bags became unhooked. This is known to be a cause for this alarm. However, as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause for the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.